Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to environmental exposure of dust, but not a use error and the cause is therefore assessed as unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of the onset of the peritonitis, the patient was treated with cephazolin intraperitoneally 1 gram daily (duration not reported), gentamicin intraperitoneally 80 milligrams initially (frequency and duration not reported), and vancomycin intraperitoneally 1 gram third daily for two weeks for the peritonitis event. On an unreported date, the patient was changed to moxifloxacin 400 milligrams orally daily antibiotics (duration not reported) and clarithromycin 500 milligrams twice daily orally for 1 to 6 months (specific duration not reported) for the peritonitis event. At the time of this report, oral antibiotic therapy was reported to be ongoing. On an unreported date, peritoneal dialysis therapy was stopped. Twenty-four days after the peritonitis diagnosis, the peritoneal dialysis catheter was removed. On an unreported date, the patient was placed on permanent hemodialysis. The patient was not recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.